Event description:
A healthy female underwent right total hip replacement by another surgeon with large diameter metal on metal zimmer prosthesis, durom-type acetabular component, trabecular-metal femoral component in 2006. Patient had severe pain since 3 weeks post-operative. Prolonged conservative treatment results in no improvement. Technical placement of implants was excellent, and the initial surgeon was a very experienced surgeon. X-rays initially looked fine, but over next 12-18 months suggested loosening. At time of my doing the revision surgery, cup was loose, showing no bone ongrowth or ingrowth at all. After revision to a fixed modular trabecular metal shell, all pain has resolved. As a hip replacement surgeon, I have used this implant -durom- only about four times. I have great concerns about the adequacy of the porous surface on the component, and I think that it is inadequate for firm bone ingrowth. As a result, I no longer use this implant and have informed the MFR of my reasons for discontinuing its use. I think that the implant is not ideal for cementless application.